Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During the baxter evaluation the device failed to detect an upstream occlusion. The upstream sensor was recalibrated during the repair process.

Event description:
During baxter's functionality testing of a spectrum pump, the pump failed to detect an upstream occlusion. There was no patient involvement.